Event description:
It was reported that a patient who had never experienced any allergic reaction to contrast media during prior arteriovenous fistula (avf) percutaneous transluminal angioplasty (pta) procedures underwent a procedure using an inpact admiral drug-eluting balloon forthe first time. The avf treatment was performed on the arm to treat a plaque lesion with moderate tortuosity and moderate calcification. The device was prepped per the instructions for use with no issues identified, and no problems were identified before, or during the procedure. An inflation device was used for balloon inflation. 3 days post-op, the patient experienced a mild side effect on the legs consisting of redness on the legs, severe itching, and erythema resembling burn-like skin irritation. The patient¿s complete blood count (cbc) results were within the normal range, however, petechiae was observed. The patient was prescribed antihistamines, and the symptoms disappeared immediately. No further patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.